Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that after implantation the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that the patient underwent explantation surgery on (B)(6) 2009 due to erosion.(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted genuine stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced severe urinary urgency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced severe urinary urgency and nocturia.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.